Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had some minor damage on the digital screen, and also someone pulled all the stickers off the lvp, so the serial number is not found and serial was found through our inventory system. There was no patient involvement.